Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1.0mm coupler was unable to be fully attached. The event was identified during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was returned for evaluation. The device was returned with only coupler rings present and packaging components. The returned components showed signs of use - rings dislodged and dried blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the lack of full coupler jaw assembly being returned, the reported issue cannot be definitively refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.